Manufacturer narrative:
During integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result, this event is being filed beyond the 30-day FDA requirement. (B)(6). (B)(4). Complaint conclusion: it was reported that while using a 6/7f mynxgrip vascular closure device (vcd) the advancer tube was not visible. The advancer tube happened to be stuck inside the black tube. A cordis avanti plus 6 f 11 cm was used. The patient experienced a little hematoma. There were no damages or anomalies noted when removed from the package. The device did prep normally. The patient was successfully treated with manual compression for about 20 min. The issue occurred while unsheathing the sealant. The physician was not able to correctly push the plug as a result. The intended procedure type was ptca. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was returned with the advancer tube engage the proximal tamp lock. The 6f cordis procedural sheath was separated from the device and the sealant was not returned. The balloon bond was inspected at high magnification for anomalies that may have obstructed the device path. It was observed that the adhesive taper was missing and the balloon proximal bond was damaged. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. The advancer tube was able to properly engage the distal tamp lock during test. A review of the manufacturing documentation associated with lot f1702603 presented no issues during the manufacturing process that can be related to the reported event. The failure to deploy reported was confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported failure experienced by the customer may have been due to missing balloon bond adhesive which may have obstructed the device path during the deployment step. This issue appears to be related to the manufacturing process of the product. A CAPA has already been initiated to address a damage or missing adhesive taper. Based on the reported information, the reported hematoma could not be confirmed and the root cause could not be determined. Per the instructions for use hematoma is a potential adverse event which may be related to the endovascular procedure or the endovascular closure device. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that while using a 6/7f mynxgrip vascular closure device (vcd) the advancer tube was not visible. The advancer tube happened to be stucked inside the black tube. A cordis avanti plus 6 f 11 cm was used. The patient experienced a little (1-1.5 cm in size) hematoma. The product is available for return. There were no damages or anomalies noted when removed from the package. The device did prep normally. The patient was successfully treated with manual compression for about 20 min. The issue occurred while unsheathing the sealant. The physician was not able to correctly push the plug as a result. The intended procedure type was ptca.